Event description:
Healthcare professional reported right side device rupture. Healthcare professional later reported capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device rupture. Healthcare professional later reported capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on august 13, 2024, with lot number 2348114. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening and broken on posterior and anterior side assessed, as surgical damage. And observed, broken on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure: the missing piece of shell assessed, as inconclusive was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side device rupture. Healthcare professional, later reported, capsular contracture, baker grade ii. The device has been explanted.